Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for pseudomonas driveline infection with 103 degree temperature. The patient presented with drainage from the driveline site that was blood cultured and positive for pseudomonas. The patient is currently on IV antibiotics. It was also reported that the patient tested positive for nicotine and therefore is not a bridge to transplant candidate.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.